Event description:
The pt experienced shocking at the pocket. Fluid was found in the implantable neurostimulator (ins)/extension connection. The ins and extension were replaced. The pt was healing well; he was no longer experiencing shocking in the pocket.

Manufacturer narrative:
.